Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012, with an xact stent implanted in the heavily calcified right common carotid artery. The patient was discharged to home on (B)(6) 2012. On (B)(6) 2012, the patient experienced left hand weakness and presented to an outside facility. The patient was not admitted and was referred to neurology. On (B)(6) 2012, magnetic resonance imaging revealed a stroke, with bilateral multifocal and deep lesions. The results indicated a central source of emboli, not carotid. A carotid duplex ultrasound revealed a patent stent. No treatment has been provided and symptoms remain. No additional information is available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, embolism and weakness are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.